Event description:
During an ercp procedure, a polypectomy snare was being used to retrieve a previously placed biliary stent. The snare loop was deployed to capture the end of the stent. Once the stent was captured the physician applied tension to close the snare around the stent, the snare loop detached in the patient. The snare loop was retrieved, however, the method of retrieval was not provided. The patient was reported to be in good condition.